Event description:
Patient who is testing the devise for a seven day period contacted dexcom technical support on (B)(4) 2015, to report that on (B)(4) 2015, when she touched the receiver to acknowledge an alert, it shocked her. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).